Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. There was no reported impact on the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.